Event description:
A report was received that the patient underwent an explant of the ipg due to a non-device related infection.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.